Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact on the customer's blood glucose level. Technical support provided information for a pump reset and guided the caller through the process, after which the cgm error was resolved, and the sensor session was successfully started.